Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f st. Jude sheath. Peri-procedure, the patient was anti-coagulated with heparin and integrilin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that approximately 5 minutes after the closure, an 8cm x 8cm hematoma developed at the access site. Manual pressure was applied to the hematoma for approximately 30 minutes. Then a femostop was placed at the access for 2 hours and the hematoma was resolved with no further complications noted. The patient was hospitalized and discharged from the hospital on (B)(6) 2013. The patient's hospitalization was not mynx device/mynx procedure related. It was also noted that the physician "believes the sealant didn't grip the artery".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.